Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that a needle stick injury post use occurred during use with an unspecified bd eclipse¿. The following information was provided by the initial reporter: staff went to draw blood by inserting the safety needle attached to a vacutainer into a port that is located on the dialysis lines (blood in lines). When the needle was inserted into the port (which was attached to the vacutainer) the nurse unfortunately with the hand that was securing her port reached around her to grab her blood tubes which were on a table behind her. The motion of twisting caused the needle to come out and stick her in the finger.